Manufacturer narrative:
The customer service representative reviewed the module logs and no abnormalities were found. No additional discrepant patient results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.

Manufacturer narrative:
Complete information from patient identifier: multiple = sid (B)(6). No other patient information available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results generated on the alinity c processing module for three patients. The following data was provided (reference range 136-145 mmol/l): sid (B)(6) na 173.95 mmol/l, repeated 142.4 mmol/l. Sid (B)(6) na 169.12 mmol/l repeated 138.31 mmol/l. Sid (B)(6) na 173.15 mmol/l repeated 142.73 mmol/l. No impact to patient management was reported.